Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing of t-waves in the atrial refractory period. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was seen in clinic for follow up. No action/intervention was performed. The ra lead remains in use.